Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
The surgeon reported that a symphysis pubis plate was implanted and that one 3.5mm cortex screw backout and that 2 x 3.5mm cortex screws had broken within 2months. The surgeon further reported that the patient was compliant post operatively with weight bearing instructions according to the surgical protocol. There was no further trauma or contributing factors to screw failures. The failure was noted during routine follow up x-rays. The patient is asymptomatic and there is no current plan for further surgery.